Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 305 mg/dl. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.